Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis was not performing properly. The patient underwent surgery two weeks later and inspection revealed a crack in one of the cylinders connecting tubes. Therefore, the device was replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Both cylinder tubing was cut down to the input tube junction; the tubing was not returned for analysis. Both cylinders had wear at fold in the middle of the cylinder. Both cylinders had wear at fold in the proximal end of the cylinder. Both cylinders passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no damages or abnormalities found. The pump passed the leak test. The pump passed functional testing. The reservoir was visually inspected, and leak tested. The reservoir had wear at a fold in the reservoir shell. The reservoir passed leakage test. Based on the information available and analysis results, the reported device mechanical issue and hole in the tubing were unable to be confirmed; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis was not performing properly. The patient underwent surgery two weeks later and inspection revealed a crack in one of the cylinders connecting tubes. Therefore, the device was replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.